Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Pinnacle mom litigation records received alleging pain, discomfort, swelling, injury, partial or complete loss of mobility and loss of range of motion. Doi: (B)(6) 2006; dor: (B)(6) 2006; (right hip). Patient had another revision on (B)(6) 2017 captured on (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being retracted since no depuy devices were found to have a deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance after it is released for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, pfs alleges weakness, stiffness, walking difficulty and sleeping difficulty. However, these general allegations may not apply to this record since it was found that the devices removed on the (B)(6) 2006 revision were prostalac components that were implanted to treat infection. Patient was not known to have any prosthesis before (B)(6) 2006. After review of medical records, it was stated that the patient was diagnosed with infection. He then underwent surgery to implant prostalac prosthesis on (B)(6) 2006. Re-revision occurred on (B)(6) 2006 to remove prostalac and implanted the definitive depuy prosthesis.